Manufacturer narrative:
This report is being submitted to retract the MDR on the event reported in the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscope image was interfered and the color of the endoscope image was defective when using the device with the olympus 180 series endoscope. There was no report of patient injury associated with this event.